Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an infection possibly a peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. The event was further described by the reporter as an unspecified infection on the patient's line. It was reported that the patient had to go to the hospital over a three week period for unspecified antibiotics (doses, frequencies, and routes unreported) as treatment for the event. No further information was provided regarding the outcome of the peritonitis event. It was not reported if pd therapy was ongoing. No additional information is available.